Event description:
When the nurse opened the syringe from pharmacy, the nurse noted the tip to be broken off. The nurse checked the cap and couldn't locate the tip. The pt was not affected. FDA safety report ID # (B)(4).